Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two lapro-clip 8mm 10x2. The event report alleges the product was used in a surgical procedure. The visual inspection of the cartridge one noted it was applied with the clip body disengaged and the tracks were not inserted properly at the distal end of the clip body. Visual inspection of the second cartridge noted it was not applied. The clip body and tracks were reloaded into the cartridge. Functionally; the clip was reassembled and both clips were fired with acceptable results. The root cause of the observed condition could not be reliably determined due to no abnormalities were observed with the components; however, based on related investigations and observations the most likely root cause for the observed condition was determined to be mishandling during clinical application. Based on the evidence available the reported condition was confirmed. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy. The clips would not close properly. Another cartridge was used, but the same issue occurred. To complete the procedure, a third cartridge was used. Patient status is alive, no injury.